Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-05072019-0000468860 submitted for adverse event which occurred on (B)(6) 2006 mwr-05072019-0000468861 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent revision surgeries on (B)(6) 2006 and (B)(6) 2019. No additional information was provided.